Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output and an adverse event. It was reported that the patient became very confused and had a hypoglycemic reaction. The patient's wife was able to treat the patient at home by administering him with a glucose shot. Additionally, it was reported that the patient's wife was unable to confirm if the dexcom receiver gave an audible alert. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Perform drop test and manual "try it" audio function: passed open receiver to check speaker:passed resistance check at 7.60 ohms . The complaint was not confirmed because the receiver produced audio output during the audio tests. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.